Event description:
It was reported that prior to using a bd syringe 3 ml ll bns, foreign matter was observed. The following information was provided by the initial reporter: we found black specks from the syringe again.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd syringe 3 ml ll bns, foreign matter was observed. The following information was provided by the initial reporter: we found black specks from the syringe again.

Manufacturer narrative:
H6: investigation summary: one sample was received and evaluated. The sample shows a white napkin with a black particulate foreign matter on top of the napkin. The reported device for foreign matter was not returned for evaluation. It was not possible to establish the source of foreign matter with only the foreign matter piece itself being returned. Original device with foreign matter inside as it was found is necessary to allow for a more thorough investigation. A device history record review was completed for provided lot number 1239133. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.